Event description:
It was reported that the patient was involved in a motor vehicle accident. About two months later, there was increased impedance, loss of capture in both unipolar and bipolar, oversensing noted with arm and pocket manipulation, and a possible lead fracture. The rv (right ventricular) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5592-53 implantable pacing lead, (B)(6) 2011. (B)(4).